Manufacturer narrative:
All available information was investigated, and a definitive cause for the reported unintended movement could not be determined. The reported complete clip detachment (ccd) and difficult to remove due to anatomy interaction were due to procedural circumstances/operational context. The removal of the gripper line prior to clip deployment appears to be due to use error and the embolism (detached clip) was due to the deviation from the instructions for use (IFU) (removing the gripper line out of sequence), which contributed to the clip migrating to the ventricle and becoming stuck in the chordae causing tissue damage. The subsequent mitral valve replacement surgery likely contributed to the decline of the patient and resulted in the reported heart failure and subsequent death. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 - gripper line removed prior to clip deployment. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the patient death. It was reported that the mitraclip procedure was performed to treat grade 4+ mixed mitral regurgitation (mr). The clip delivery system (cds) was advanced to the mitral valve and was placed central-medial. Final arm angle was successful and after testing the gripper line, the lock line was removed. The user decided to remove the gripper line prior to the clip detaching from the delivery catheter (dc), to reduce the risk of getting too close to the valve with the tip of the dc. Clip deployment was continued and after the clip was deployed; however, the clip opened, detached from the leaflets and went into the ventricle, where it became stuck into chordae. A snare device was used to move the clip in the aorta, but chordae damage occurred leading to a massive flail of the anterior leaflet. No clips were implanted, and the procedure was aborted. Mitral valve replacement was performed. The patient expired that same night, due to right heart failure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis, however due to the returned condition of the device (no clip, no lock line, no gripper line), the reported issues were not replicated in the testing environment. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effects of death, mitral valve injury and embolism (emboli) as listed in the mitraclip ntr/xtr system instructions for use (IFU) are known possible complications associated with mitraclip procedure. It should be noted that the IFU instructs to remove the gripper line before removing the clip delivery system (cds). This event was further reviewed by an abbott vascular medical affairs director who concluded that the death was not directly related to the device and was likely a complication of the surgical procedure. Procedural incidents resulting in clip detachment and embolization seem related to a user error in executing maneuvers that are outside the IFU. The removal of the gripper line prior to separating the delivery system from the clip likely resulted in tension that translated from the clip delivery system to the clip subsequently resulting in unintended movement (clip opening ¿ locked). The reported unintended movement appears to be due to user error as the gripper line was removed prior to separating the delivery system from the clip. The reported complete clip detachment (ccd) and difficult to remove/anatomy appears to be a cascading effect of clip opening while locked. The reported patient effects of embolism and tissue damage were due to the reported complete clip detachment. The patient death appears to be due to case specific circumstances/sequence of events that occurred post ccd and is a result of procedural context. There is no indication of a product quality issue with respect to manufacture, design or labeling.